Manufacturer narrative:
Additional information device evaluation: product evaluation could not be performed because the product was not returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown/not provided. Phone number: (B)(6). Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zfroov with 21.5 diopter, was explanted following doctor consult with patient during post operative examination. Account provided that the replacement iol was a 21.0 diopter lens of the same model. No further information provided.